Manufacturer narrative:
Date sent to the FDA: 1/10/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted multiple adhesions to the previously placed mesh as well as to the rectosigmoid junction and appendix. Multiple loops of the small bowel were stuck to the mesh. The mesh was lysed from the multiple adhesions to the omentum and bowel and removed. It was reported that the patient experienced severe pain and her abdomen feels hard. No additional information was provided.